Event description:
During a laparoscopic colectomy procedure, after using the device a few minutes, the generator alarmed error code 5. Installed again, but the same thing happened. Changed to another device to finish procedure without patient consequence.